Manufacturer narrative:
Conmed's distributor, (B)(4), originally notified conmed of the reported event. The end-user stated the handpiece had self-activated during the procedure. However, when (B)(4)received the device in question, (B)(4) was unable to reproduce the reported event. Conmed has not received the suspect sample yet. Once it is received and evaluated, conmed will file a follow up report.

Event description:
The handpiece had self-activated.

Manufacturer narrative:
Conmed electrosurgery received the device in question and performed an evaluation. The returned sample was subjected to an electrosurgical unit (esu) interface test, which simulates actual use. The hand piece had passed and the investigator did not observe any self-activation. The reported malfunction was unconfirmed.